Event description:
In 2008, the pt reported that twice over the last several days, he has had severe low blood glucose readings. He is concerned that the infusion device over delivered insulin. His normal blood glucose range is 100-115 mg/dl. He stated that on the event date, at lunch, his blood glucose measured 115 mg/dl. Later the pt's wife called the ambulance and the pt's blood glucose measured 28 mg/dl. He was treated with a glucose IV, orange juice and a sandwich. By 12:00 am, the pt's blood glucose measured 300 mg/dl. The following month, before bed, the pt's blood glucose measured 104 mg/dl. At 1:30 am, the pt's wife recognized that his blood glucose was low (43 mg/dl) and he ate 2 glucose tablets and a "peanut butter nabs" and drank a glass of fat free milk. The time and basal rate settings of the infusion device were reviewed and were confirmed to be accurate. The pt stated that he uses his insulin cartridges for over 2 weeks. He was advised to change the insulin cartridge every 6 days. Prod was replaced and requested to be returned for eval.